Event description:
The instrument broke causing the surgery to be delayed one (1) hour.

Manufacturer narrative:
The returned qc patient driver was evaluated for the complaint that it broke. The complaint was confirmed as the instrument is sheared in the torque limiting section of the driver blade. The driver blade is designed to shear in this location, as a safety mechanism, when excessive torque is applied to the driver. The diameter at this section was measured and found to be within tolerance. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive torque applied to the driver.

Manufacturer narrative:
This device is intended and designed to break when excessive torque is applied to the instrument as to not damage the implant. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 1 of 1